Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6 fr device. The device was deployed in the unlocked position. Both needles stalled in the barrel. The cardiologist locked the device and attempted to back the needles down. The pull ring was reinserted into the device but the needles remained stalled in the barrel. The pull ring was redeployed and backed down several times, but the needles remained stalled in the barrel. The cardiologist broke off the interlock in an attempt to retrieve the needles. A second physician came to assist. The physician retrieved the needles by inserting hemostats into the barrel and pulled the needles out. The device was removed and a 12 fr sheath was inserted and dye was injected to evaluate artery patency. No arterial tears were detected. The arteriotomy was closed with manual compression and the use of a femstop. The pt recovered without further incident.